Event description:
It was reported that two weeks post a polaris ultra ureteral stent placement procedure, the device was severely encrusted. During a cytoscopy procedure the physician inspected the placed stent and found "severe" encrustation. The physician removed the stent from the patient and it "fell apart". The physician replaced the stent with another unknown stent. All pieces of the polaris ultra ureteral stent were recovered with no pieces remaining within the patient. It was further reported that this patient undergoes periodic ureteral stent replacements.